Event description:
In (B)(6) of last year I replaced my older CPAP machine with a new philips respironics dreamstation machine. Over a little time I started having what I thought was allergy issues - cough, clearing my throat, and sinus congestion. To the point I reported it to my family doctor who prescribed over the counter allergy medicine along with omeprazole for what was thought to be an esophageal reflux issue. I even got a chest x-ray to make sure it wasn't my lungs. I started taking these meds but was still having issues so I went to an ear, nose, and throat specialist where I had testing for allergies which were costly. A month ago we went on a trip to (B)(6) where I didn't take the machine. Amazingly the allergy symptoms pretty much cleared up in one week. I just received the recall notice from phillips in (B)(6) 2021 on this unit but still haven't heard anything from them. I switched back to my older CPAP machine since the dreamstation was recalled, but am now still having the coughing, irritated throat etc. FDA safety report ID # (B)(4).